Event description:
It was reported that the pump never infused the medication. The pump did alarm reservoir volume empty but when the nurse checked the bag was full. No additional information available.

Manufacturer narrative:
No patient injury was reported.

Event description:
No patient injury was reported.